Event description:
It was reported that a pt underwent a gynecological procedure on (B) (6) 2009. During the procedure, the staff was unable to connect the disposable handpiece to the front of the motor drive unit. The customer inspected the coupler and determined that something was broken off inside. Another device was used to successfully complete the procedure with no adverse pt consequences.

Manufacturer narrative:
(B) (4). (B) (4). Damage to drive connector or coupling. Conclusion: the product upon which this medwatch is based has been received; however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form.